Event description:
An optometrist reported iritis two weeks post (prk) photorefractive keratectomy in the left eye. The steroid drop was increased. Now that the pt is almost fully healed, they are tapering off th steroid drop.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were received. The associated device was released based on the company's acceptance criteria. (B)(4).